Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, prior to access site closure, a cardiac arrest with hypotension was observed. Subsequently, cardiopulmonary resuscitation (CPR) was performed, temporary pacing was inserted, and the patient was intubated. A transesophageal echocardiogram (tee) was performed that showed no effusion. Upon fluoroscopic inspection, a dislodge was observed with the depth of implant noted as a contributing factor. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth was -2 mm on the ncc, and -2 mm on the lcc. Subsequently, open heart surgery was performed to explant the transcatheter valve and a non-medtronic surgical aortic valve was implanted. Per the physician, the valve and implant procedure contributed to the cardiac arrest.